Event description:
No additional information was provided.

Manufacturer narrative:
H10: the customer reported the filter was leaking just 12 minutes into the infusion, and returned 23 unused, representative samples for investigation. The samples are all of material 20350e, lot 25075140. Upon initial visual examination, the sets had no defects or abnormalities. The sets were infused with water from a bd syringe, and in 22 samples, no issues were replicated or observed. In one of the samples, there was an immediate leak when pressurized in the proximal air vent on the filter. The complaint of leakage at the filter is verified. The filter supplier was notified of the component failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier investigation found the root cause for the filter leakage was related to debris on the vent membrane, creating a compromised leak. To address the failure, the plant increased the frequency for maintenance and cleaning of debris from the vent membrane welding horn.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that receiving their pembrolizumab infusion at 1248. Patient called at 1300 stating his drug was leaking from the filter that was attached to his line.